Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
I received a call from (B)(6), where a new surgeon was requesting to leave some patties/strips in a patient. He claimed that he was unable to retrieve them. They asked if these could stay in the patient. I told them that they are a disposable and should be removed. They are not approved to be left in the body, just like other laps/sponges. They said thank you and hung up. I received a call back 5 minutes later, stating that the surgeon was going to leave them in and wanted to know if we had any information on adverse consequences or reactions that could result in leaving the patties in. I said that I would have to reach out to the corporate office, as this is not recommended. I reached out to her and she will be looking into this further on monday, but her take was the same as mine, it¿s a foreign body in the patient and it should be removed. These are not intended to be left in patients. I received an email from the account a few hours after the second phone call to me, letting me know that they were able to successful remove all of the patties from the patient. Here is a copy of her email to me and what they are requesting on consequences to the patient if a cottonoid is not removed: the clinician was finally able to get the cottonoid out in several pieces. But, the information would still be valuable for us to know. I would appreciate to find out what the corporate office has experienced and investigated. Per rep: please provide the date you were first informed of the described event. (B)(6). Please provide the codman customer account number. (B)(6). Please supply, if possible, the product code of the device involved in the reported incident. Not sure. Did the reported event cause any delays in the procedure or surgery over 30 minutes: I¿m not sure. Were there any adverse consequences to the patient: not that I¿m aware of. Please provide the date the described event occurred. (B)(6). Is the device being returned for evaluation: no. Ah_14oct2016 per rep, no delay nor adverse.